Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: interstim; product ID: 3889-28 (lot: va1ftr4); product type: 0200-lead; implant date: (B)(6) 2017; explant date: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient requested the interstim system to be explanted due to it no longer providing them with any meaningful improvement in their symptoms. They had initially reported significant improvement in their symptoms, however their improvement in terms of urinary urgency, frequency, and urinary incontinence had declined and the patient decided to proceed with removal of the system and intravesical botox which had worked for them in the past.

Event description:
Additional information was received from the patient. They reported that they needed to remove it for MRI and that it was not even working.

Manufacturer narrative:
Continuation of d10: product ID 3889-28, lot# va1ftr4, implanted: (B)(6) 2017, explanted: (B)(6) 2021, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.